Event description:
It was reported that the device would reboot whenever the operator pushed any buttons on the device. It is not known if a pt was involved with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the event record download and found the device resetting several times. However, physio was unable to duplicate issue; proper device operation was confirmed thru functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported event could not be determined.